Event description:
Hcp reported the pt was having no pain relief despite increasing the dose. Hcp was unable to verify the rotor turning during a rotor study or able to inject into the catheter via the access port. The catheter was also found to be disconnected from the pump. The pump and catheter were explanted and replaced in 2004. The pump was returned to the manufacturer for analysis. When the pump was emptied the pump reservoir volume was 17cc, it is unknown what the expected reservoir volume was. A follow up report will be sent when additional information is obtained.